Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen was unresponsive. The customer experienced a high blood glucose level, which exceeded 500 mg/dl, as indicated by the reading "high." The customer consulted with their healthcare provider and planned to pick up insulin injections from the pharmacy to address the issue. Technical support instructed the customer on troubleshooting steps, including checking power sources and attempting to charge with a different setup, but the screen remained dark. Reportedly, the customer reverted to an alternate form of insulin therapy.